Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose. The customer experienced excessive thirst and urination, abdominal pain, fruity breath and keytones. Troubleshooting was performed. The customer stated that when she woke up both arms were numb, and the insulin pump alarmed no delivery multiple times. The customer mentioned that she had a urinary tract infection and stomach cramps. The caller stated that the doctor instructed her to discontinue the use of the device. The customer also mentioned that the infusion sets were not functioning as designed and requested having the infusion sets replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.